Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reporting injecting a patient in the midface with 5 syringes of juvéderm voluma® xc and in the jawline with 5 syringes of juvéderm volux¿ xc. Ten days later, the patient experienced a ¿little red pimple¿ around the right-side jawline that was later updated to right-side ¿hardening and swelling¿ the next day. That day, the patient went to the ER and several medical professionals performed a scope, CT scan that had clear results, and an ent consultant. The patient was admitted to the ICU and was diagnosed with ¿cellulitis.¿ the patient was prescribed IV antibiotics for 5 days that reduced the swelling and oral amoxicillin 875 mg 2 times a day for 10 days. Five days later, the patient experienced ¿yellow, jelly-type extrusion¿ at the jawline. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-50370), (B)(6) (emdr-50365), and (B)(6) (emdr-50367). This emdr is being submitted for the suspect product, juvéderm volux¿ xc (lot# 1000554145).